Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00170: case 1; 3025141-2019-00172: case 3.

Event description:
Article: radial head prothesis: results overview. Carita, e., donadelli, a., cugola, l., perazzini, p. Musculoskelet surg (2017) 101 (suppl 2): s197-s204. Case 2: removal of implant that may be acumed product, due to pain from oversized implant.